Event description:
Technician alleged that the stretcher locked on the foot end only when the brake was applied. No pt impact.

Manufacturer narrative:
Technician found a bolt and nut missing from the head end brake linkage. The technician replaced the bolt and nut to resolve the issue.